Event description:
Per a medical article received from Germany, a patient underwent transcatheter tricuspid valve replacement with an EVOQUE valve. Following the procedure, atrial fibrillation was maintained, QRS prolongation to 120 ms was observed, and a new right bundle branch block developed. Due to high-degree AV block, permanent pacemaker implantation was performed 1 day after the procedure during the index hospitalization.

Manufacturer narrative:
B3 Date of Event and D6a If Implanted, Give Date - The dates of the implant and the event are unknown; however, the article provided the following date range on page 3: January 2024 to May 2025. Therefore, the first day of the reported study period (January 1, 2024) was used as the Date of Event and the Implant Date.E1 - Telephone Number: (b)(6).G2 - Report Source: Friedrich L, Walgenbach M, O Connor M, Fetcu A, Geissenberger F, Haug F, Pellegrini C, Rheude T, Alvarez-Covarrubias HA, Xhepa E, Trenkwalder T, Voss S, Krane M, Schunkert H, Ruge H, Joner M, Lennerz C. Strategy for pacemaker implantation following transcatheter tricuspid valve replacement: A real world single centre experience. J Interv Card Electrophysiol. 2025 Dec 4. doi: 10.1007/s10840-025-02168-8. Epub ahead of print. PMID: 41342992.This is nine of eleven Manufacturer Reports being submitted for the same event.The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.